Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having inflation issues. The ipp is currently implanted. There were no patient complications reported.